Event description:
It was reported that the procedure was to treat an unspecified coronary artery with diamondback 360 coronary artery device (oad). During procedure the tip of the oad driveshaft became fractured and had to be snared from the coronary artery.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.